Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had complained of increased pain in their buttocks and legs. Symptoms also consisted of less than fifty percent therapy relief. An MRI was done and nothing regarding the pump/catheter was noted. A dye study was then performed on the date of this report. The health care provider (hcp) was able to aspirate the catheter, 3cc, and dye was injected and the catheter tip was identified. Per the radiologist, dye flowed as expected. It was reported that there was no further course of action at this time. The patient was doing fine. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. Nothing was explanted and therefore nothing would be returned it was noted. The device system was used to deliver morphine. It was later reported that the cause of the issue was not able to be determined. The date of the MRI was unknown and it was reported the dye study was done on (B)(6) 2014. The ¿issue¿ was not resolved except to say that the pump was functioning as expected. Additional information received reported that the radiologist noted that there was some dye leaking from catheter near l3. The hcp decided to replace the catheter and pump on (B)(6) 2014. It was noted that the old catheter was tied off and left in the patient. The pump was replaced as the elective replacement indicator (eri) was 14 months away. The patient's dose was reduced and the patient was doing fine post-operatively. It was noted that nothing would be returned.